Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal vancomycin for one week (dosage and frequency not reported) and was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.